Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller (aic) failed during preventive maintenance. Purge pressure was out of specification. After troubleshooting and replacing the purge assembly the problem was resolved. There was no patient involvement.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. D2 common device name revised on manufacturer device report in accordance with updated procedures. E2 health professional revised on manufacturer device report in accordance with updated procedures. E3 occupation revised on manufacturer device report in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number. H6 investigation revised from the initial submission in accordance with updated procedures. H10 additional manufacture narrative revised from the initial submission in accordance with updated procedures.